Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05894. The pt has two leads (from same lot). It was reported the charger and programmer could no longer communicate with the ipg. It was also reported the pt had not used her scs in over two months. Sjm rep attempted to troubleshoot the issue but was unsuccessful. On (B)(6) 2012, the pt's ipg was explanted and replaced. During the surgical procedure, one of the leads was no longer providing adequate coverage. Post-op, the issue remained. An impedance check was performed and revealed the lead had all invalid contacts. The pt will undergo surgical intervention again on a late date to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.